Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump alarmed for occlusion during the rewind/load step which the user was unable to clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: on investigation, the alleged call service issue was not verified in the black box or duplicated during the evaluation. Review of black box data found records of cs078-0008 alarms, warning related to motor rewind error. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported alarm issue. Unrelated to the complaint, the display was dim with a reddish contrast. The bolus button cover was torn while the button responded properly. A battery compartment crack was found along the side running upward from the case seal. Pump casing was opened and evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.